Event description:
It was reported that when the screw was passed through the guide, it came out from the tunnel, because this was broken, the doctor proceed to remove it, as the wounds were small and the screw was not very well fixed, the screw was inside the knee patient. Doctor had to make a larger incision to remove it, it was all removed and another screw was passed. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n oklahoma). The correct manufacturing site information and registration number is (B)(4) (s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
One 7x25mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 2mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specification. Clinical details were provided confirming that a bone tunnel of 5.5 mm was drilled for the 7mm screw being implanted. No information was provided whether a starter or tap was utilized. Per the device IFU choose an appropriate size biorci screw. ¿warning: the starter must be utilized with the biorci screws to minimize screw breakage during insertion¿.